Event description:
The patient reported that, "dr implanted a left uni-knee replacement in her in 2004. Afterwards, she reported "terrible pain and an inability to walk." The patient further stated that, another dr removed the uni-knee five months later. She alleged that, "he had to reconstruct her crushed tibia."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.